Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The purge system became blocked shortly after the implant. Tissue plasminogen activator was added to break up the clot.

Manufacturer narrative:
The investigation into the high purge pressure and the thrombus issues has been completed since the original report was filed. Data log analysis confirmed gradual biomaterial ingestion as purge pressure rose with no motor current spikes and then gradually decreased as tpa was administered. The most likely cause of the high motor current was biomaterial.